Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device not received.

Event description:
The affiliate reported via email during navicular osteotomy, the anchor broke in insertion. A different anchor was used to complete the procedure. No time delay to procedure. No ae to patient or delay. This case is not being reported by the customer, but jjm employee. All available information has been provided as part of this report; no further information will be forthcoming.